Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device should be replaced. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that the clinic can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device should be replaced. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that the clinic can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects. Additional information was received that this pacemaker device was returned to boston scientific, indicating it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device has been increasing during the past year, it is expected to continue to increase and the device should be replaced. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that the clinic can consider scheduling a follow up device interrogation approximately one (1) to two (2) weeks before the end of the 90 day duration and provide the device data for a new engineering analysis of the estimated replacement window. The device remains in-service at this time. There were no adverse patient effects. Additional information was received that this pacemaker device was returned to boston scientific, indicating it was explanted. No additional adverse patient effects were reported.